Manufacturer narrative:
UDI for gore® excluder® iliac branch component ceb231210/17439221: (B)(4). UDI for gore® excluder® internal iliac component hgb161007/17293713: (B)(4). (B)(4). Please note: this report is associated with MFR report # 3013164176-2018-00027.

Event description:
The following was reported to gore: on (B)(6) 2018, this patient underwent endovascular treatment presumably for a bilateral common iliac artery aneurysm repair and was therefore treated with gore® excluder® aaa endoprostheses as well as gore® excluder® iliac branch endoprostheses. The procedure reportedly went very well and the patient was discharged from hospital two days post procedure. On (B)(6) 2018, follow-up imaging revealed that the implanted gore® excluder® contralateral leg component as well as both gore® excluder® iliac branch endoprostheses (components ceb231210 and hgbhgb161007) were completely thrombosed. To secure distal blood flow to the left occluded side, a femoro-femoral crossover bypass was performed. The patient tolerated the procedure. Reportedly, the reason for the thrombotic occlusion of the devices is attributed to the patient¿s underlying thrombogenic pathology.